Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code backup alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Checking log, multiple error codes found requiring replacing data acquisition (da) printed circuit board assembly (pcba) board. Informed customer and the unit was removed. The manufacturer's field service engineer (fse) has been dispatched to the site for service and repair. This investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.